Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of puffiness and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: side effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the perioral lines on the upper and lower lip lines. About a month later, the patient developed puffiness at the upper perioral lines and felt something in their lips "just like getting a filler injection for several days." It felt like there was a lump in the lips even though there was no filler injected there. The patient gradually recovered and was treated with ice compress. Symptoms resolved a week later.

Event description:
Patient was concomitantly taking insulin. It was also revealed patient was never treated with an ice compress.